Manufacturer narrative:
Received one speedband superview super 7 device with the velcro strap and ligator head for analysis. The crimp was present on the trip wire. A visual examination of the ligator head found all bands present; one blue band was broken, caught under the other bands and some were moved out of their position. It was noted that the handle post and handle bracket had some scratches caused by the trip wire during use. The ligator head teeth were bent. The suture was broken with one section attached to the ligator head and the other section attached to the distal trip wire loop. It was also noted that the handle spring and spool were damaged due to the trip wire being forcefully rotated between the bracket and spool. The trip wire was kinked in several locations and was broken 89.5cm from its distal loop. The trip wire was not secured in the handle assembly slot, however, there is evidence that the trip wire was secured in the handle slot. Further examination of the handle assembly slot found that the shank was detached from the handle bracket with their ultrasonic energy directors properly melted and joint appeared as properly ultrasonically welded. A functional evaluation was performed by rotating the spool with the condition of trip wire being caught between the handle bracket and handle post; hence, severe resistance was felt. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal elastic ligation performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was rotated; however, the bands failed to release. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal elastic ligation performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was rotated; however, the bands failed to release. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.